Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. <<analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) battery longevity went from four months to elective replacement indicator (eri) in just four days. Boston scientific technical services (ts) reviewed and noted charge time was consistent in 12.4 seconds. Ts explained that possibly capacitor reform caused a temporary decrease in battery voltage and offered engineering analysis, but health care professional (hcp) declined. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) battery longevity went from four months to elective replacement indicator (eri) in just four days. Boston scientific technical services (ts) reviewed and noted charge time was consistent in 12.4 seconds. Ts explained that possibly capacitor reform caused a temporary decrease in battery voltage and offered engineering analysis, but health care professional (hcp) declined. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) battery longevity went from four months to elective replacement indicator (eri) in just four days. Boston scientific technical services (ts) reviewed and noted charge time was consistent in 12.4 seconds. Ts explained that possibly capacitor reform caused a temporary decrease in battery voltage and offered engineering analysis, but health care professional (hcp) declined. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicating that this device was explanted and replaced. No additional adverse patient effects were reported.